Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was not reported. On the same day as the event onset, the patient was hospitalized due to abdominal pain. The patient was treated with unspecified antibiotic for the event. At the time of this report, the peritonitis event was ongoing. Two days after event onset, the pd catheter was removed, pd therapy was discontinued and the patient was temporarily transferred to hemodialysis. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.